Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An enduant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that during the index procedure, it was thought that an endoleak type I was observed but then it was thought that the leakage was coming from the graft material reportedly a type 4 (IV) endoleak. It was then confirmed that the endoleak is a type iiib endoleak as per the physician. It was reported that the event resolved with the addition of an endurant aortic cuff and two extra limbs. As per the physician the cause of the event was a hole in the graft material. No additional clinical sequale were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided; however the exact endoleak type and cause of the endoleak was not determined. From the returned images prior to implanting the cuff, while a type iiib fabric endoleak cannot be ruled out, the endoleak appears most likely to have been a type IV endoleak, due to fabric porosity. Images during deployment of the bifurcate (including possible ballooning) were not available, and additional angiograms with video and further endoleak interrogation were not provided, which could have allowed for a more comprehensive determinations of the endoleak from alternative views. The contrast blush observed near the flow divider after implantation of the endurant cuff also appears most likely to have been a type IV endoleak. This endoleak was in a location just below where the components were overlapping; across a single fabric layer and so increased porosity of the single layer fabric at this point may have been a factor. In addition, the highest permeability area is often in the transition area from the aortic to the iliac portion of the graft. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak, and injection of contrast from a close proximity to the fabric may have also exacerbated the intensity of the contrast blush. No other obvious stent graft issues can be observed on the films provided. If information is provided in the future, a supplemental report will be issued.